Manufacturer narrative:
It was reported in error in the initial medwatch that the device was not returned to the manufacturer for evalution, the device had been returned to the manufacturer and was pending evalution. Additional information: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the device rotations per minute fluctuated from 80k to 78k within two minutes and made a rattling noise constantly. The burr lock mechanism assembly was disassembled and the two springs for the lock tabs had failed and were not working properly. It was also observed that one of the springs were out of place and deformed and the other spring was out of place and completely gone. The assignable root cause was determined to be due to component damage caused by misuse, abuse and or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the cutter device broke off inside the handpiece device. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.